Event description:
Healthcare professional reported "asymmetry of the mammary glands; visual deformation of mammary glands: surface roughness, going beyond the natural contours, abnormal position of the areolas; undesirable sensations: discomfort, shooting pains, burning sensation", and rupture confirmed via ultrasound and MRI. Healthcare professional additionally reported fever up to 37.8c; this is not device related. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5: (not PMA approved).